Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). A visual examination of the complaint device revealed that there was a kink on the exit marker of the balloon and no more damages found. Functional analysis was performed, and the balloon was inflated, and a leak was found due to a pinhole located at the middle of the balloon. This failure is likely due to an expected or random component failure without any design or manufacturing issue.. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon had a small hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.